Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic extension cable, broken display hinge and broken helium tank valve knob. There was no patient involvement. Related complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer discovered that the display hinge covers were damaged while completing the visual inspection portion of the pm. Placed order for parts and will schedule return visit once parts arrive. Affixed red sticker to device indicating that the unit it not cleared for clinical use at this time. Fse arrived on site to replace damaged hinge covers (os# 365367 / ot# 692383). While replacing the hinge covers it was discovered that the display hinges were also damaged. Os# 377770 / ot# 709518 was generated to replace the hinges(d105-00-0138-02,d105-00-0138-01). It was also discovered that the fiber optic sensor extension cable was damaged. Os# 377769 / ot# 709517 was generated to replace the fiber optic sensor extension cable(d012-00-1562). It was also discovered that the helium tank valve knob was damaged. Os# 377771 / ot# 709519 was generated to replace the helium tank valve knob. Full pm, calibration, safety, and functionality checks were completed per the service manual on pm so# 44128468 (attached). All checks passed factory specifcations and all measurement details are available on pm so# 44128468 (attached). Device is functioning in accordance with factory specifcations at this time and is cleared for clinical use.

Manufacturer narrative:
Corrected fields : h6 (type of investigation).